Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be at elective replacement indicator (eri) for one year. The charge time at interrogation was 17.9 seconds and the monitoring voltage was 2.58 volts. Boston scientific technical services (ts) recommended device replacement and a save to disk. A save to disk was not performed. An invasive procedure was performed and the device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.